Event description:
Maude event report (B)(4) states: after the left replacement I have been left with severe waddling gait, pain and moderate neuropathy left side after bilateral hip replacements. Left great trochanter avulsion fracture occurred within the first 6 weeks first time avulsion fracture is on x-rays or within 7 days of that date. **update** (B)(4) 2012 - litigation papers received which allege the patient had pain, stiffness, inflammation, and increased metal ion levels. **update** (B)(4) 2012 - pfs and medical records were received from legal. Part/lot information was identified for each side. The srom stem and sleeve were added to the complaint due to the original reporting of a trochanter fracture. Records indicate patient was revised on the right hip for femur periprosthetic fracture on 03/28/2010. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.